Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in a stable condition.